Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
It was reported that the customer experienced 6 conflicting results using the binax now covid-19 ag card performed on (B)(6) 2021. The customer confirmed the patients were asymptomatic. Repeat testing with a different kit, same lot number generated negative results. The customer considered the false positive results to be false. Two of the patients are fully vaccinated. Conflicting results indicate a malfunction of one of the tests as it is expected that testing the same patient sample or a second sample from the same patient tested on the same day as the original sample would return the same result. Unexplained conflicting results shall be reported as it is unknown which result is correct.

Manufacturer narrative:
Additional information: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 133347 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot: 133347, test base part number 195-430h / lot: 130040. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 133347 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.